Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is returned to the MFR for analysis. Nimh battery s/n (B)(4), MFR report number: 3003793491-2013-00514, nimh battery s/n (B)(4), MFR report: 3003793491-2013-00515.

Event description:
It was reported that during a cardiac arrest two nimh autopulse batteries depleted after 5 minutes. Both autopulse nimh batteries displayed a green led in the morning. They were placed in the charger the previous morning. Cardiac arrest occurred at approx 9:00 pm. Patient weight was well below the maximum limit. Add'l info was received indicating that the batteries were taken out of the charger in the morning and used at 9:00 pm the same day. Orange fire dept shift change is at 07:00, therefore batteries were taken out of the charger sometime between about 07:00 and 09:00. Exact time is not known. Customer indicated that batteries may have been out of the charger for 10-12 hours at most. Outcome of the patient is unk. No further info was provided.